Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2023, when the patient's gastroenteroscope was injecting propofol through an intravenous cannula, it was found that there was white propofol coming out of the skin tubing at the cannula's tip connection, and the harder it was pushed the more it was coming out, and it was not possible to estimate the amount of propofol being pushed in, so measures were taken: slowly push the propofol in, and try to open a different way of the cannula.